Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the door was not closing properly. The technical support specialist replaced hardware to resolve. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using the bd pyxis medstation es system door was not closing properly. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.